Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during a system error 2240, where the home patient started the initial drain before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly connecting to the homechoice when starting therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm occurred during the initial drain on the home choice (hc).the home patient (hp) was connected at the time of the event. The hp indicated they had pressed "go" to initiate therapy before connecting to the patient line. The patient connected to the patient line after initiating the therapy. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.